Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump did not power up. The cable did not seem to have an issue. The roller pump was lifted up and it turned on resolving the issue. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr) there were no audible tones or alarms heard and there was no alarm message displayed. The fsr replaced the roller pump. All verification/release testing passed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) attached the roller pump to lab use only (luo) testing equipment. The roller pump was powered on and functioned as intended. The power cord was manipulated and the pump remained powered on. The pump was opened and no anomalies were found inside the pump. The pump operated as intended. Per data log review, on (B)(6) 2022, the system was powered up at 7:28:22 am. Both small roller pumps were communicating with the central control monitor (ccm). It was possible one of the pump displays was off making the pump appear to be powered off. The perfusion screen was exited and the ccm was shut down at 1:31:12 pm. The system was powered up at 1:52:15 pm. Both small roller pumps were still present. Cannot confirm the complaint with the logs.

Manufacturer narrative:
The reported complaint was not confirmed. The service repair technician (srt) monitored the roller pump for intermittent shut off while performing preventive maintenance, verification and release testing. The unit operated to the manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.